Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our french affiliates, during implant of a 29mm sapien 3 valve in the aortic position by subclavian approach, due to the narrow size of the subclavian artery, the valve partially moved on the balloon. Then, during valve deployment, at the end of a 3-second inflation hold with nominal volume, the balloon burst. Due to the burst, the balloon could not be completely withdrawn through the sheath, and the distal part of the certitude system detached, resulting in the loss of the nosecone and part of the balloon into the patient's descending aorta. The lasso technique was repeatedly attempted and eventually succeeded in removing the entire balloon and nosecone from the patient, but it required a dissection of the aorta and part of the subclavian artery. The subclavian artery was stented, and the patient remained stable for two hours. The aortic dissection, however, worsened leading to cardiac tamponade with cardiac arrest and the patient expired.

Manufacturer narrative:
Investigation findings: separation problem. A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was provided and the following was observed: crimped valve slightly moved towards proximal shoulder. Balloon burst with distal balloon separated. Apparently balloon material missing. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU for certitude with sapien 3 valve was reviewed. Potential adverse events include, 'device embolization' and 'device migration or malposition requiring intervention'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for thv moves on balloon is confirmed based on imagery provided for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'during the procedure, due to the narrow caliber of the subclavian artery, the valve partially migrated onto the balloon'. Access of the subclavian artery is not indicated for use with the certitude delivery system, which may have resulted in the valve partially migrated onto the balloon. As per the information provided, there was presence of moderate calcification and tortuosity at the patient's access vessel. The presence of calcification can make the pathway challenging as the delivery system is being advanced through patient's anatomy. Such non-coaxial withdrawing angles can cause the crimped valve to catch onto the sheath or patient's anatomy. As a consequence, it is possible that the valve moved on the delivery system balloon due to excessive insertion force. As such, available information suggests that patient (calcification, tortuosity) and/or procedural factors (excessive manipulation, off label operation) may have contributed to the complaint event. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on imagery provided for evaluation. Available information suggests that patient factors (calcification) likely contributed to the event as provided information indicates native annulus and leaflets have presence of calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw system through sheath was confirmed based on imagery provided for evaluation. Available information suggests procedural factors (withdrawal of balloon burst) likely contributed to the event. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of sheath tip or patient's vasculature, depending on withdrawal difficulty code], which could have led to the observed withdrawal difficulty. The complaints for system components separate during use - distal tip and system components separate during use - balloon were confirmed based on imagery provided for evaluation. Available information suggests that procedural factors (excessive manipulation) likely contributed to the event as additional pull force or device manipulation applied to overcome the withdrawal difficulty may have led to the reported separation. Aortic valve replacement using the s3/certitude system by subclavian approach is not an indicated use. The risk management file captures risks for indicated device use only. Therefore, the related hazardous situation/harm that occurred in this complaint is not captured in risk management documentation. The review of the risk management file is complete, and no further action is required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.